Event description:
It was reported that premature stent deployment occurred. A 21x40x120 epic vascular stent was selected to treat the lesion. After preparation, the physician grabbed the thumb wheel of the stent system back; however, the stent began to deploy. The yellow stopper on the deployment pin & pull shaft has been removed by the technician. The stent was never placed in the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).